Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) with heavy tortuosity. The 3.5x19mm graftmaster covered stent failed to cross the target lesion due to the anatomy. Therefore, the graftmaster device was removed from the patient and another graftmaster stent was used to treat the perforation. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.